Manufacturer narrative:
One device was returned for analysis of complaint that pump alarmed for low battery and subsequently powered off. Review of event log found multiple instances of the alarm displayed as "loss of power occurred while running." No previous service history found in the last 12 months. Visual and functional testing was performed. It appeared that the battery springs were not properly centered, with some noted to be slightly loose. Probable cause was the battery door spring contact was not within spec.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for low battery and subsequently powered off. Troubleshooting was performed but the alarm persisted. He patient had received 37.5 ml over the 46-hour period. There was a patient involvement, no patient injury was reported.